Event description:
It was reported that the bd vacutainer® c&s transfer straw kit experienced the needle inside the transfer straw becoming dislodged/loose. Product defect was noted during use. The following information was provided by the initial reporter: material no: 364953 batch no: 8340721 event description per customer email states, "the straw itself with the needle is being ejected from the holder after the tube is inserted."

Manufacturer narrative:
Per additional information received from customer, the date of event has been updated. The following information has been updated: date of event: 2019-05-23.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for separation of the straw and holder with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for separation of the straw and holder with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® c&s transfer straw kit experienced the needle inside the transfer straw becoming dislodged/loose. Product defect was noted during use. The following information was provided by the initial reporter: material no: 364953, batch no: 8340721. Event description per customer email states, "the straw itself with the needle is being ejected from the holder after the tube is inserted."